Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking. They continued to use to complete the procedure. There was no impact to the patient. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? Yes, if yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Started at 15-16mm, dropped to 13-14mm when leaking. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? If so, what device? Yes, 5mm dissector, camera, pouch. Was any torque being applied to the trocar or device? No.